Manufacturer narrative:
(B)(4). The customer reported that the device unexpectedly shutdown during CPR. There was no report of adverse impact to the patient. The device was evaluated at the philips repair bench and the reported failure could not be reproduced. The unit was tested and shipped back to the customer.

Event description:
The customer reported that the device unexpectedly shutdown during CPR. There was no report of adverse impact to the patient.